Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a t3-t6 spinal fusion, 6 of 8 screws were placed in the caudal portion of the expected placement location. It was noted that the screws were revised with a c-arm. It was noted that there was a gap between the registration and the fluoroscopic images. It was noted that registration was performed twice. Once for the t3 and t4 screws, and again for the t5 and t6 screws. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Patient gender updated with correct information; information was not available from the site. If information is provided in the future, a supplemental report will be issued.